Event description:
Report that suction coagulator arced and two small burns to lip resulted.

Manufacturer narrative:
The incident occurred during a procedure on a female in her 20's. The surgeon was using a hurd pillar retractor and cauterizing during an oral surgical procedure. The surgeon reported that an arc came from the suction coagulator. When the arc formed, two small burns to the upper lip resulted which were midway between the philtrum and the corner of the mouth. The pt did not come back to the surgery center for evaluation as scheduled. The sample is being sent to the sterilizer and then will be forwarded to the manufacturer for evaluation and determination of the need for any corrective action. A root cause for the incident has not been determined. It is possible that the device came in contact with the retractor, resulting in an arc and subsequent burn to the pt. Due to the reported burns, this MDR is being filed.